Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pericardial effusion for which they were treated but continued to have symptoms. A perforation was suspected. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced as the physician was unable to determine the cause. No further patient complications have been reported as a result of this event.